Event description:
Clinical information: crd_1003 - vantage ide study, patient study ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon aortic valvuloplasty was performed using a 22mm balloon. Pacing was maintained during the procedure at 120-140 beats per minute (bpm) to ensure valve stability. During the first deployment attempted, the valve position was too high and the valve was recaptured. The valve position was acceptable during the second deployment, and it was released at 2.06mm from the non-coronary cusp (ncc). At the end of the procedure, complete atrioventricular block was noted. External pacing was placed. The following day, on (B)(6) 2023, second-degree heart block was noted after the pacing was removed. A dual chamber permanent pacemaker was implanted on (B)(6) 2023. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of an atrioventricular block and a pacemaker implant was implanted was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1003 - vantage ide study, patient study ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon aortic valvuloplasty was performed using a 22mm balloon. Pacing was maintained during the procedure at 120-140 beats per minute to ensure valve stability. During the first deployment attempted, the valve position was too high, and the valve was recaptured. The valve position was acceptable during the second deployment, and it was released at 2.06mm from the non-coronary cusp (ncc). During the procedure, a complete atrioventricular block was noted. External pacing was placed. The following day, on (B)(6) 2023, a second-degree heart block was noted after the pacing was removed. A dual chamber permanent pacemaker was implanted on (B)(6) 2023. The patient was discharged on (B)(6) 2023.